Event description:
During surgery for high lead impedance (reported in MFR. Report # 1644487-2018-00982), the generator was tested with the test resistor and this resulted in high impedance. The generator was replaced but has not been received to date.

Event description:
The reported ¿high impedance¿ allegation was not duplicated in the lab. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The reported allegations of ¿suspected generator issue¿, and ¿device failure¿ were not duplicated in the lab. In the lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The explanted generator was received. Analysis is underway but has not been completed to date.